Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient began feeling unwell, appeared disoriented, and experienced a seizure. The receiver was showing stable egv. A friend called 911. Upon arrival, the blood glucose level displayed ¿low.¿ at that time, the egv were stable. The patient was administered glucose via IV by emergency medical services (ems) and transported to the hospital. In the emergency department, his blood glucose level was measured at 40 mg/dl. The exact egv was unknown. The patient was admitted to the ICU and remained hospitalized for 10 days. He was discharged on (B)(6) 2025 and reported feeling significantly improved at the time of discharge. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.